Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse with supplemental information by a physician from (B)(6) of break in aseptic technique and peritonitis in a patient coincident with extraneal viaflex and dianeal-n pd4 1.5 therapies. On an unreported date in 2011, the patient experienced a break in aseptic technique. On (B)(6) 2011, the nurse contacted baxter japan technical service center and stated that the patient experienced catheter site infection and peritonitis which required hospitalization. On an unreported date, the patient began remedial therapy with unspecified antibiotics and heparin. On an unreported date, the patient underwent peritoneal lavage. The physician stated that the root cause of the catheter site infection and peritonitis was a break in aseptic technique. It was not reported if the patient was retrained in aseptic technique. At the time of this report, extraneal viaflex and dianeal-n pd4 1.5 therapies were ongoing and the outcome for the events of catheter site infection and peritonitis were resolving. The physician considered the events of catheter site infection and peritonitis to be unrelated to extraneal viaflex and dianeal-n pd4 1.5 therapies. The physician did not provide an assessment of causality for the event of break in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is use error- poor aseptic technique.